Event description:
As reported by implant patient registry (ipr), three (3) months post transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 (s3) valve in the aortic position, the valve was explanted, and a surgical valve was implanted. Upon medical records review, approximately 7 weeks the patient was diagnosed with bacteremia due to enterococcus faecalis. The patient was discharged home with antibiotics, however, the patient continued to experience increasing shortness of breath and cough productive of white blood-tinged sputum. Approximately 10 weeks post tavr the patient was re-admitted with acute congestive heart failure exacerbation and was found to have a pericardial effusion that was causing tamponade physiology and pericardiocentesis was performed. The pericardial fluid did not have any organism growth. The patient developed rapidly progressive respiratory failure and was intubated. A week later the patient was found to have developed endocarditis of both the s3 valve and native mitral valve due to e. Faecalis and methicillin-resistant staphylococcus aureus (mrsa). A tee done revealed an abscess adjacent to the s3 valve as well as severe aortic and mitral regurgitation. There was partial dehiscence of the prosthetic valve resulting in severe paravalvular aortic regurgitation mostly adjacent to the right and left coronary cusps. The mitral valve leaflets appear thickened with small mobile echodensities attached to both leaflets consistent with vegetation. Approximately 2 weeks after admission, the patient underwent redo sternotomy with explantation of the s3 valve, per the surgeon's findings during explant procedure, the transcatheter aortic valve was clearly infected with multiple fresh vegetations. The native aortic root did not appear grossly infected, although there was a defect below the annulus of the left coronary cusp that likely correlated with the lucency seen on the tee. The s3 valve was replaced with a surgical 23mm inspiris valve. In addition, the patient had a mitral valve replacement, and extraction of the permanent pacemaker performed concomitantly. The patient tolerated the operation well. Post op course was remarkable for acute kidney injury requiring hemodialysis and altered mental status which was felt to be related to the sepsis as a CT head showed no acute findings. The patient pleural tube was removed accidentally by the patient requiring ir to place pigtail for moderate pneumothorax and pleural effusion requiring thoracentesis. The patient was discharged in stable condition approximately 30 days after admission.

Manufacturer narrative:
This individual report provides data received from the thv/tvt registry. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprostheses is remote. In this case, there was no allegation or indication that the reported adverse events were related to a manufacturing non-conformance or valve malfunction. Investigation results suggest the source of the infection was bacteremia with enterococcus faecalis and mrsa possibly related to patient comorbidities (cough productive of white blood-tinged sputum and bacteremia). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. In this case, the valve was explanted 3 months post tavr procedure due to late endocarditis. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product disfunction contributed to the event. The reason for explanting the valve approximately 3 months post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry (ipr), three (3) months post transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.